Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, there was no deviation from the instructions for use (IFU) reprocessing steps, and there was no physical damage found in the locations where the foreign material remained. Therefore, a definitive root cause could not be determined. The suggested events are detectable and preventable by handling the device in accordance with the following IFU. IFU states the detection method in cf-q150l/I operation manual chapter 3 preparation and inspection. IFU states the preventive measure in cf-q150l/I reprocessing manual chapter 3cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects in the plastic distal end cover (c- cover) and the up/down and left/right control knobs. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.